Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. No scroll number display anomaly noted. The insulin pump has cracked case at display window corner, cracked reservoir tube threads, cracked reservoir tube lip and missing end cap sticker

Event description:
It was reported the number on the insulin pump were ramping or the scroll bar was moving up and down with no input but the customer. Customer's blood glucose was 6.9mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).